Manufacturer narrative:
Analysis was unable to confirm the reported programmer restarting during use. Analysis noted that there were errors in the update history, the keyboard was worn, and the hasp latch was broken. The broken parts were replaced. The software pin was installed to eliminate the software issues. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was frequently restarting during follow-up procedures. The programmer was returned for service. No patient complications have been reported as a result of this event.